Event description:
During a preventive maintenance the company representative observed that the unit's motor was running erratically and then stopped. The company representative re-cycled the unit's power and the unit displayed an electrical code #50.